Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 12/12/2017. Device evaluation: the sample was evaluated. The plunger was advanced and locked as required. Inspection at 10x microscope magnification was performed. The device was observed handled and with trace amounts of viscoelastic added. The lens was observed stuck in the cartridge and no damage in the cartridge tip was observed. The reported complaint was not confirmed. One probable cause to explain the condition of the device could be that as a result of only trace viscoelastic added (dfu requires it) there could be resistance/friction, which may lead to the lens getting stuck in the cartridge. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of cartridge was defective as it had a ¿flap¿ pointing upwards that would have destroyed the incision opening. There was no patient involvement. No additional information was provided to abbott medical optics.